Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device did not work during an unspecified surgical procedure. It was reported that there were no delays in a surgical procedure. It was unknown if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the device had an unknown liquid on the electronic control unit (ecu), the device had signs of immersion and the angle gold contact was corroded. The device also failed pretests for check the triggers and ecu function. It was further noted that the upper trigger was binding. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.